Event description:
Suture kept breaking when surgeon was trying to tie a knot. Prolene suture 7.0 bv 175-6, ref # 8735, which is used on the mammary artery during a CABG procedure. Product pulled from shelves in the operating room, as well as in cs. Ethicon rep (B)(4) notified and removed all sutures to return back to the company for further investigation. FDA safety report ID# (B)(4).